Manufacturer narrative:
The affected oxylog 1000 was available for investigation by the manufacturer. During the visual inspection it was noticeable that there are damages to the housing and the interior of the device which indicate a drop damage. No malfunction could be detected though during the functional test and a continuous run for more than 20 hours. Based on the results of the investigation, no cause can be determined for the reported behavior. However, it is possible that a temporary disturbance in the ventilation control was caused by the drop damage. In the event of a technical error, the device alarms visually and acoustically, but it may not provide sufficient ventilation. In this case, the instructions for use prescribe that an alternative ventilation option must be available.

Event description:
It was reported that the oxylog failed while in use. No patient injury has been reported.